Manufacturer narrative:
Investigation results: the tri-heater wire assembly was properly attached on the hot jaw boot with no non-conformities found. All wires were in their proper position by product design. Complaint is not confirmed for wire on one of the jaw was exposed. However, it was found that part of the cold jaw boot was detached and missing from the cold jaw. A detailed visual inspection of the portion of jaw boot indicates a tearing failure mode by the sharp edges on sides. This might indicate a probable cause of user technique for detachment of jaw boot; unable to determine exact cause at this point in time. A lhr review was completed for the product, there was no nonconformance associated with the lot number.

Event description:
The hospital reported that during the endoscopic vein harvesting procedure, it was noticed that the device had the wires exposed. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. In 2007, failure analysis investigation noticed that a cold jaw boot insulation was missing. This is a reportable malfunction.